Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low troponin (accu tni), ck-mb, and folate results generated by the access 2 instrument for three different patients. Patient a: sample from this pt was tested for accu tni and a result of 0.01 ng/ml was obtained. The result was reported out of the lab and questioned by a physician. A fresh sample was collected from the pt and an accu tni result was 2.7 ng/ml. Per customer, the new result was similar to the patient's previous accu tni results. A corrected report has been issued. Patient b: an initial ck-mb result was 0.0 ng/ml and 4.2 ng/ml upon repeat. The repeated result was reported out of the lab. Patient c: a sample form this pt was tested for folate and a result of 0.0 ng/ml was obtained. The original sample was retested and repeated result of ">20 ng/ml" was reported out of the lab. The customer has not received report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
A system check failed in 2008. Customer repeated the system check which failed again. Customer changed the aspirate probes and reran the system check with good results. Based on available info, the system check failed again four days later and a field service engineer (fse) was dispatched to the customer's lab on the next day: the fse inspected the instrument and discovered the sample probe horizontal alignment was off, an aspirate probe was bent and the wash arm was out of position. The fse replaced the substrate pump. After the repair, the fse performed verification testing and all results passed within specifications. The ck-mb and folate results are unlikely to be the basis to initiate or withhold treatment. However, the hardware failures have affected the pivotal assay, accu tni. On recurrence, additional testing may not have been performed and diagnosis could be delayed based on the erroneously low accu tni result with a potential for serious injury to the pt. No other results were questioned by the customer. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.